Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 600mg/dl and a kinked cannula. Customer treated with an injection. Troubleshooting found that the customer was in the hospital for a EKG issue and was not due to the pump. Customer indicated that they accidentally pulled on the infusion set and may have kinked the tubing. Customer also indicated that they over bolused as their blood glucose went to 29 mg/dl. Customer treated with orange juice. Customer declined high and low blood glucose troubleshooting. No further details given.